Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline was opened in the middle cerebral artery (mca), and enclosed in the posterior communicating (pcom) artery segment. When passing through the aneurysm neck, the pipeline failed to open in the middle segment. It was noted the stent was not in a bend, less than 50% was opened, and re-sheathing was done more than two times. The physician tried opening maneuvers including using a wire/catheter, but it was unsuccessful. The pipeline was then removed from the patient, and a replacement pipeline was used to complete the procedure. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Post-procedure angiography showed the second device was implanted successfully. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the left ophthalmic artery with a max diameter of 12x8 mm and a 5 mm neck diameter. It was notedthe patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered, and the platelet reactivity units (pru) level was 180. Ancillary devices include a phenom microcatheter.